Event description:
It was reported that left hip revision surgery was performed. Follow up consultation led the surgeon to state that implant may be loosening, leading to elevated metal ion levels. Bone scan showed increase uptake of isotope involving most of the upper femoral head, plus smaller uptake near greater trochanter.

Manufacturer narrative:
[(B)(4)].